Event description:
The customer reported, the 9900 system would not send cine runs and static images to pacs. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive and cine drive were replaced. The software and calibration files were re-loaded. The cine drive was re-formatted. The system was tested and is operating as intended.